Event description:
(B)(6) implanted 2 clips benign biopsy. Report immediate redness infection year after year concerned after auto injury 2013. Breast seatbelt bruising excess. X-rays MRI chest. I requested ultrasound but radiologist insisted mammo. It became a cyst or lesion and was finally given referral and informed surgery necessary. That was 2015 to date the clips remain. I do have surgeon but concerns and risks and responsibility... Is not fear fullness controls life... Please guide me to help.